Manufacturer narrative:
The inratio strip lot #332434 referenced in b5 and d11 is being reported under a separate medwatch report number 2027969-2014-00154. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determined root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similarly incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant lot to lot variability between the inratio inr results. Results are as follows: date: (B)(6) 2014: inratio inr lot# 328109, inratio inr: 307; inratio inr lot# 332434, inratio inr: 3.1. The time between testing within minutes. Therapeutic range 3.2-3.5 for the patient. There was no reported adverse patient sequela. There was no additional information provided.